Event description:
A nurse educator was performing a zoll defibrillator competency checklist with a new staff nurse in the simulation mode. When turning the device on, a system fault 36 message appeared. The defibrillator allowed them to test it and said read test "okay" but when using the simulator, the message "use pads" appeared and would not clear. Neither the automated external defibrillator(AED) or pacemaker function worked. Our biomed department was notified and removed the device from service. Biomed reported that the error code was related to the system board.what was the original intended procedure?simulated practice for new staff rn.device #1is this a laboratory device or laboratory test?no.